Event description:
Alarm system functionality presents a pt safety concern. System mode changes cause alarms to be disabled for five mins. The manual states that "any change in mode will be followed by a 5 min stabilization period. Alarms are not to be expected during this period." A mode change can be initiated by the operator. There are also conditions where an alarm state can trigger a mode change. Example: the system is in pulse mode and no breath is defected for 60 seconds. The system will initiate a no breath alarm and change the mode from pulse mode to continuous mode. Due to this change in mode, the alarm system is disabled for five mins. The operator is given no indication that the system alarms are disabled. In effect, one alarm is disabling the other alarms for 5 mins with no indication to the operator of the alarm system disabled state. This may not meet the intent of iec (B)(4) medical electrical equipment - alarm systems. Items are currently in stock at the army depot and fielded to army medical units. Vendor has stated new systems will have updated firmware to correct this issue. Army is concerned about fielded systems not just new systems.